Manufacturer narrative:
"The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The wire detached from the fixing hole of the cup. A part which was crimped to fixing hole of the wire was missing. The fixing hole had scratch. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the wire detachment and the wire missing might occur due to any of the following possible causes. -the wire was subjected to a load since the user forcibly withdrew the subject device from angulated endoscope. -the wire was subjected to a load since the user forcibly pulled the slider of the subject device while the insertion portion of the subject device was rounded small. The instruction manual of the device has already warned as follows; *do not withdraw the biopsy forceps while the endoscope is angulated. Doing so could cause the manipulation wire to detach from the cups. A part of manipulation wire could be damaged and detached to fall off into the patient¿s body or the wire may stick out and damage the endoscope and/or cause bleeding or damage the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane.

Event description:
During a bronchoscopy, two devices were used. Before use, they had no malfunction. During a procedure, a snapping sound occurred on both of them. The user checked them and found the breakage of the wires. On (B)(6) 2018, olympus medical systems corp. (Omsc) found that the wires of two devices were partially missing. No patient injury was reported. This is the first one of two reports regarding the missing wire.